Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) difficulty was encountered due to the patient's cardiac shape and the delivery catheter became deformed. The leadless ipg was not used and a replacement was attempted. The replacement leadless ipg was placed and following the cutting of the tether, a rise in thresholds was observed. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.